Event description:
It was reported that during docking at the user facility, the device was smoking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during docking at the user facility, the device was smoking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated by a field service technician at the user facility. The reported event was unable to be confirmed and no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance.